Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues and tissue injury. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a baseline gradient of 2 mmhg, a myxomatous valve, and a long anterior leaflet. During the procedure with a mitraclip xtw (20322r206), multiple attempts were made to grasp the anterior leaflet. After further evaluation, the anterior gripper was not lowering. The device was removed and replaced. There was tissue observed in the clip after removal, whether it was chordae or leaflet tissue is unknown. Two clips were implanted successfully. Post-implantation of the last mitraclip xtw (20224r413), the gradient increased to 6 mmhg. The physician was satisfied with the gradient. There was no device malfunction with the clip that increased the gradient and no adverse effect due to the gradient. The procedure ended with no clinically significant delay. It was reported that during packaging of the device for a return, the clip introducer was torn during handling. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult gripper actuation and tissue injury were unable to be determined. The observed torn clip introducer and missing lock lever o-ring and cap were due to post-procedural handling of the device and are unrelated to the reported event. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.